Event description:
Reportedly, this ring was explanted after a 68 month implant duration due to mitral insufficiency.

Event description:
Reportedly, this ring was explanted after approximately a 68 month implant duration due to unk reasons.